Event description:
Upon reassessment of the reported event, the device was determined to be not reportable as the cup loosened, not the stem.

Manufacturer narrative:
Upon reassessment of the reported event, the device was determined to be not reportable as the cup loosened, not the stem.

Manufacturer narrative:
(B)(4). G2: foreign: australia the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure due to a loosening at the site. There is no additional information available at the time of this report.